Event description:
A (B)(6) male, presented to ER with nausea, vomiting and diarrhea, diagnosed with acute cholecystitis. The pt was admitted to undergo laparoscopic cholecystectomy. Per surgeon intraoperatively noted a gangrenous gallbladder. Also reported was that tip of endoscopic blaster went missing during procedure. A thorough search was performed in and out of the sterile field without success. An abdominal x-ray was taken after surgery revealing blaster tip in the right lower quadrant of the pt's abdomen.